Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet sleeve, dirty collet and a stuck plunger clamp in row 6 in the reported problem area of the pipetter assembly. The fse replaced the collet, cleaned collet sleeve and installed new plunger clamp. The instrument was inspected, tested without further problem, and returned to service.